Event description:
When the device and pt were hooked up to pads - "connect electrodes" message was constant. They connected another device to the same pads and worked. Biomedical tech checked defibrillator output, therapy cable, self test, and ECG cable - "everything checked out normal". There were no adverse effects to the pt reported during this event.

Manufacturer narrative:
Medtronic continues to investigation the reported event.